Event description:
The surgeon had performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (restoris mck) on (B)(6) 2012. About four months later, the patient had a dental procedure, and failed to take his antibiotics prior to the procedure. After swelling in the knee was observed, the original surgeon took cultures of the knee, which came back negative for infection. The surgeon performed an incision and drainage (I&d) procedure on (B)(6) 2012. He removed and replaced the tibial onlay insert component as a precautionary measure since the knee joint was exposed for the I&d procedure. The component was also removed to facilitate access for irrigation to flush out the knee.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was initiated by mako surgical with regard to this event. The evaluation is still in progress. However, in the original complaint report, the surgeon stated that the adverse event was not related to the original surgery or to mako's products, but to the patient's failure to take his medication and to the subsequent dental procedure. The tibial onlay insert component was exchanged simply as a precautionary measure since the knee joint was already exposed for the I&d procedure. In addition, the surgeon observed during the revision procedure that the femoral and tibial components were stable and exhibited no loosening. If additional information is obtained after the investigation has been completed and is substantive in nature, a follow-up MDR will be submitted.